Event description:
The pt was hospitalized to headaches. During the hospital stay ,a CT scan and myelogram were performed. After, the pt felt like a bolt of electricity was going down hip to the right leg and to toes. This has been happening for two days at the time of the report and it occurred in "cycles". The urinary symptoms seemed to have returned the day before the report. Additional info has been requested.

Manufacturer narrative:
(B) (4)